Manufacturer narrative:
(B)(4). Batch #u5cx1e. Investigation summary: the analysis found that one pve35a device was returned with no apparent damage and with a reload loaded on the device. The reload was received unfired. The device was tested for functionality in the straight position with a returned cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified. The event described could not be confirmed as the device performed without any difficulties noted. No short cut-absent cut was noted during functional testing. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a hepatectomy, when stapling the right hepatic duct, the staples did not form a proper "b" formation. Surgeon stated that the bileduct tissue is thicker than just the blood vessel tissue. He was able to visually confirm that the distal tips were touching and did not believe the tissue was flattened out in the jaws. It was hard to visually confirm due to angle of view laparoscopically. The knife did not cut all the way, but the staples did go past the edge appropriately. Sutured the duct and completed case. There were no patient consequences.